Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection noted the unload switch was at the home position, and there was no damage to the adapter. Functionally, the unload switch was depressed multiple times and showed no hang-ups or sluggishness. The adapter was then connected to the gen2 adapter black box running gen2 acc software and the strain gauge was responsive. The adapter had 47 of 50 procedures remaining. The adapter log was read and had no errors, but the procedure limit was set to zero. The adapter was attached to a representative handle running v29.5 software and a yellow adapter swimlane was shown. A representative reload was attached to the adapter and was able to be loaded and unloaded without difficulty, but was not recognized. The adapter was removed and reconnected to the representative handle and the representative reload was able to be loaded and recognized. The unit was able to be rotated and articulated in all directions without hang-ups or sluggishness. The unit was reconnected to the gen2 acc software and no new errors appeared. The adapter was opened up and continuity testing was preformed without any abnormalities observed. It was reported that the reload articulated or straightened on its own during the firing sequence. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the screen displayed a yellow swimlane aligned with the adapter symbol. This indicates a general adapter error. The reported issue was confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: during articulation, the reload became unrecognized after bringing the reload back to the home position. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
D10 concomitant product: sigpshell, sig power sigpshell control shell (lot#unknown) additional information: b5, d9, d10, g3, h3, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, at the time of cutting the stomach, the surgeon wanted to use the adapter and prepared all the components before the procedure. The screen showed green light for the three components but when the surgeon wanted to use it for cutting and inside the patient's body, it articulated on its own and gave a warning, for which the screen showed adapter yellow swimlane. The surgical time was extended for 30 minutes or more due to the product problem. A manual handle was used to resolve the issue.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, at the time of cutting the stomach, the surgeon wanted to use the adapter and prepared all the components before the procedure. The screen showed green light for the three components but when the surgeon wanted to use it for cutting and inside the patient's body, it articulated on its own and gave a warning, for which the screen showed yellow, not green light. The surgical time was extended for 30 minutes or more due to the product problem. A manual handle was used to resolve the issue.

Manufacturer narrative:
D10 concomitant product/s: unknown-tristap, unknown tri staple product, sigphandle sig power sigphandle handle. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.